Event description:
A (B)(6) male pt with previous aaa which was symptomatic or rupturing underwent emergent evar (B)(6) 2012. All grafts placed and ballooned as per the IFU. The final run was fine. Aaa fixed/sealed off and pt went home. On or before (B)(6) 2014 the pt experienced thrombosis of left limb from the proximal origin to distal margin. A secondary intervention may be possible in the future. Pt is fine at this time as distal perfusion seems to be occurring. No adverse physical side effects have been conveyed.

Manufacturer narrative:
Additional device info: expiration - unk as lot is unk. (B)(4). Event evaluation: still under investigation.